Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to pocket erosion and possible infection. There were no additional adverse patient effects reported. The crt-p was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
This supplemental report was created to correct the entry in g2: report source (other) and MDR attachments.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) developed pocket erosion and possible infection. A revision was performed and the system was explanted. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.